Manufacturer narrative:
The clic crit-line clip device would did not show the led light when it was plugged into a hemodialysis machine. This was determined to be caused by heat damage on the power supply board and the receiver board. The issue was noticed prior to use, and a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the clic device. A verify accuracy test was performed, and the clic device failed to be recognized by the crit-line monitor. During a visual inspection of the clic device, corrosion and heat damage were found on the power supply board and the receiver board. An unknown dried substance was also found on the inside of the receiver housing. The observed corrosion and heat damage to the power supply board will cause the failure of the led to light and the crit-line IV monitor to recognize the clic device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician (biomed) at a user facility reported that clic crit-line clip device would did not show the led light when it was activated. This was determined to be caused by heat damage on the power supply board and the receiver board. The issue was noticed prior to use, and a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the clic device. The biomed replaced the clic device with a new one to resolve the issue.